Event description:
Per the clinical summary on (B)(6) 2016: numerous diligence attempts have been made with no feedback received. The reported issues are potassium (k+) inaccuracy (blood parameter monitor [bpm] measure higher than the laboratory analyzer) and temperature inaccuracy. According to the information received the k+ was displayed as 8.0 millimoles per liter (mmol/l) and the actual lab analyzed value was 5.2 mmol / l. After cardioplegia (cpg)delivery, the bpm k+ value rose, even though no change in the lab analyzed value. They also had unspecified issues with being able to perform an in-vivo calibration. The temperature measure of the bpm shunt sensor was lower than the arterial blood in a range of about three to seven degrees celsius. According to the manufacturer's subsidiary, the shunt sensor was not gas calibrated with the bpm calibrator prior to use. This does violate the instructions and can lead to inaccuracies. Since the k+ code on the shunt sensor package is entered via the calibration process, it is not known if the correct k+ code was used. Temperature does impact the k+ chemistry and that could also affect the accuracy of k+. It is not known if this monitor was part of the thermistor recall of march 2016. Temperature differences of up to five to seven degrees celsius have been reported in other complaints. It is difficult to adequately assess failure modes with limited returned information from the manufacturer's subsidiary. The case was completed successfully without delay and without associated blood loss. It was noted in the initial complaint reported information that the product was changed out, but it is not clear what was changed (shunt sensor or monitor) and when it was changed (during cardiopulmonary bypass or after the case). There was no harm observed.

Manufacturer narrative:
The reported complaint was not verifiable. Numerous diligence attempts have been made to gather information in regards to these reported issues. No part will be returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the customer, this issue was seen pre-bypass and during bypass. This customer did not calibrate by using a 540 calibrator for this case.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there were abnormal measurements of the level of potassium (k+) and temperature on the blood parameter monitor (bpm). It was indicated on bpm unit that the level of k+ value (more than 8) was higher than that of the independent analyzer (5.2). After cardioplegia was dispensed, the level of k+ value increased to 9, however that of the independent analyzer didn't change. Therefore, there was further discrepancy between them. In addition, k+ value was corrected by in-vivo calibration at the beginning of the measurement, but in the middle of measurement, the bpm unit showed an error by entering the corrected value. As a result, in-vivo calibration could not be done. At this time, a gap of temperature was confirmed as well. In conclusion, at the beginning of the measurement the gap of the value were from 2 to 3?. In the end, it became 7?. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.